Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record for part # 00770302000, serial # (B)(4) determined the cutter failed the test cut; however, the repair was not completed because the device is not repairable. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
Incomplete mesh was reported for this mesher. Cutters are being sent with mesher. The event occurred at a cadaver skin bank, therefore there was no patient involvement. Investigation found that the cutter did not pass the mesh test. There was no adverse event reported as a result of this malfunction.